Event description:
Customer called to report a hospitalization due to high blood glucose. Customer did not programmed the insulin pump with the basal and bolus information. New to the insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.